Manufacturer narrative:
Io-flex system product info & 510 (k) # (brand name, common name, model-catalog no., lot no., mfg date/expiry date): k110696 surgical nerve stimulator/locator, baxano io-flex neuro check, model-catalog no. Io-ncw, lot 100163, (09/06/2011 / 2013-08). K113533 surgical nerve stimulator/locator, baxano io-flex wire, model-catalog no. Io-ncw, lot 100163, (09/06/2011 / 2013-08). K100958 rongeur, manual, baxano io-flex distal handle, model-catalog no. Io-dh, lot 100174, (09/12/2011 / 2013-09). K100958 rongeur, manual, baxano io-flex microblade shaver, model-catalog no. Io-mbs 10sc, lot 11040703, (04/21/2011 / 2012-04). K102594 baxano io-flex ipsi irrigation cannula, model-catalog no. Io-ic, lot 100175 (09/12/2011 / 2012-03).

Event description:
On (B)(6) 2011, pt (B)(6) ( male) underwent decompressive surgery with baxano io-flex tools via unilateral right disc level pass at l4/5. The pt was discharged the same day. At one week post-surgery, pt was sore with gait that was antalgic and slow. An infection at the incision was diagnosed. Bactrin, clindamycin and a pain patch were prescribed.